Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery (lad) and left circumflex artery (lcx). The physician successfully deployed the first 3.50 x 38 mm synergy¿ drug-eluting stent in the lcx. Subsequently, a 3.00 x 32 mm synergy¿ drug-eluting stent was advanced and deployed in the lad. However, during post dilatation, the physician noticed a proximal edge dissection in the proximal part of the stent in the lad. A 3.50 x 16 mm synergy¿ drug-eluting stent was then advanced and deployed proximally and overlapping the stent to cover the dissection and the procedure was completed. No further patient complications were reported and the patient's status was stable.